Event description:
It was reported that a white plunger rod was found in the batch of bd ultrasafe plus¿ passive needle guards with green plunger rods. The following information was provided by the initial reporter: "adl site informed that white plunger rod was found amongst a batch of green plunger rods on line 201 at adl. It was confirmed that plunger rod batch bd lot 27827399 was manufactured on 10th june 2022. During last year deviation tr (B)(4) was generated at abr for an observation on 19th december 2022 whereby a white plunger rod was found in a bag of yellow plunger rods. Sicar tr (B)(4) was initiated on 11th january 2023 and issued to bd, on the same day.".

Manufacturer narrative:
H6: investigation summary: the following investigation was performed and concluded this occurrence was caused by an inadequate line clearance. Since the batch was manufactured before implementation of the corrective action #1 listed above, no additional action was defined. In the scope of this complaint, one picture evidence was provided to bdm-ps for analysis on june 19th, 2023, but no physical sample. Based on the provided picture, bdm-ps can confirm the condition reported by (B)(6). The mixed part seems to have the same dimensions as bd product code 47474002 as well as the same design since a double flange is visible. The affected batch 27827339 is a parent batch manufactured at same bdm-ps approved supplier ama in clean room 300 from october 6th to 8th, 2022, using the molding press #309 and the mold #2679. (B)(4) units corresponding to 48 boxes of (B)(4) units each were manufactured. There is no unit in storage: the full batch was shipped to (B)(6) in march 2023. As immediate action, the supplier complaint (B)(4) was raised to ensure the right root cause has been identified by (B)(6) and for trending purpose. Considering batch 26516271 of white plunger rods was manufactured end of august 2022 using the same molding press #309 and the same mold #2679, bd confirms a line clearance issue. A cross-contamination due to adjacent presses was discarded since no work orders were run on press #310 while the affected batch was being run on press #309.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: upon receipt of the second complaint, the following investigation was performed and concluded this occurrence was caused by an inadequate line clearance. Since the batch was manufactured before implementation of the corrective action #1, no additional action was defined. In the scope of this complaint, one picture evidence was provided to bdm-ps for analysis on june 19th, 2023, but no physical sample. Based on the provided picture, bdm-ps can confirm the condition reported by amgen. The mixed part seems to have the same dimensions as bd product code 47474002 as well as the same design since a double flange is visible. The affected batch 27827339 is a parent batch manufactured at same bdm-ps approved supplier ama in clean room 300 from october 6th to 8th, 2022, using the molding press #309 and the mold #2679. (B)(4). There is no unit in storage: the full batch was shipped to amgen in march 2023. As immediate action, the supplier complaint (B)(4) was raised to ensure the right root cause has been identified by amgen and for trending purpose. Considering batch 26516271 of white plunger rods was manufactured end of august 2022 using the same molding press #309 and the same mold #2679, bd confirms a line clearance issue. A cross-contamination due to adjacent presses was discarded since no work orders were run on press #310 while the affected batch was being run on press #309. H3 other text : see h10.

Event description:
It was reported that a white plunger rod was found in the batch of bd ultrasafe plus¿ passive needle guards with green plunger rods. The following information was provided by the initial reporter: "adl site informed that white plunger rod was found amongst a batch of green plunger rods on line 201 at adl. It was confirmed that plunger rod batch bd lot 27827399 was manufactured on 10th june 2022. During last year deviation tr 556901 was generated at abr for an observation on 19th december 2022 whereby a white plunger rod was found in a bag of yellow plunger rods. Sicar tr 557942 was initiated on 11th january 2023 and issued to bd, on the same day."